Event description:
It was reported that an "incident" has occurred that is related to the spectrum infusion pump. No add'l info was provided by the customer and any pt injury is unk. Baxter has made multiple attempts to obtain event info without success and continues to investigate the reported event.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.